Manufacturer narrative:
(B)(4). An inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. Additional document review was conducted. Functional test process of current production of smart concha no sterile ip-5041ns, batch 74l1801876 was reviewed and no issues were observed that can lead to the defect reported. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of defect reported, it is necessary to evaluate the sample involved. Root cause cannot be determined. No corrective actions can be assigned. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint reported : "the low water alarm continued to go off even though there is water in the bottle. She said that they squeeze the bottle and know to unclamp the top water feed line. (Cont.) The only way the staff member can fix it is by shakes the column to separate the float and the alarm condition goes away." No patient injury or consequence reported. Patient condition reported as fine.